Manufacturer narrative:
Received one (1) used list# unknown, trifused with 3-claves; two (2) used list# ch2000s-c; spinning spiros® closed male luer, red cap, one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; one (1) used list# unknown, extension set with drip chamber returned for evaluation. As received, no physical damage or other anomalies were observed. The male/female luers were connected but the male luer spin collar was not engaged with the female luer threads of the spinning spiros. The shear tab was correctly activated and no damage on the splines was observed. The residual torque was found within specification. The female and male luer met specifications. Complaint of disconnection is confirmed based on the returned sample. The probable cause of the disconnection is unknown. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap. The spiros "became undone" to an unspecified intravenous tubing set that contained an unspecified chemotherapy drug/infusate. This caused the patient's line to open and then blood dripped from the line. There was additionally backflow of blood as well. There was no report of human harm as a result of this reported event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.